Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead insulation shifted off the conductor, creating a bulge in the lead. This prevented the lead from being able to travel through the introducer. The lead was removed and a new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the lead with a 14-58 blue stylet inserted in the lead was able to be passed through a 7 fr introducer with no resistance. If information is provided in the future, a supplemental report will be issued.